Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple incidents of elevated blood glucose (bg) levels. However, the exact bg levels were not provided. The customer would deliver boluses via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The contact declined to check infusion set site. Reportedly, the settings have been modified by the health care provider over past month. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.